Manufacturer narrative:
A ge service rep performed an on site investigation. The 6800 system battery voltage was checked and the printed circuit boards were reseated. The system was tested and operates as intended.

Event description:
The customer reported the 6800 system would not boot up and produced an error code. No pt injury was reported.